Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the first stent graft was successfully positioned immediately below the lower left renal artery. However, due to insufficient sealing on the greater curvature side a proximal type ia endoleak occurred. The proximal aortic neck was 10mm in length. Another manufacturer's aortic cuff was implanted however the endoleak persisted. The physician attempted to extend the stent grafts proximally; with a chimney technique. During the chimney procedure the bare metal stent lost positioning in the renal artery moving to the descending aorta and was retrieved. The procedure was ended. The physician decided to perform the chimney procedure at another time. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.